Manufacturer narrative:
The analysis was performed on a cobas 6800 system (serial number: (B)(6). The investigation determined that the cobas hiv-1 quantitative nucleic acid test performed within specifications. A review of control curves and quality control data confirmed that all results were consistent with release data, and the qs CT values of the samples and controls were stable across both runs. The observed discrepancies are likely attributable to sample-specific factors, such as higher variability at the lower end of the linear range, as described in the method sheet, or other site-specific factors. No trends or product-related issues were identified, and the device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results when testing with the cobas hiv-1 quantitative nucleic acid test for use on the cobas 6800 system. The customer tested samples from patients who are regularly monitored and on medication, with expected results of target not detected, less than titer minimum, or low titers. The customer centrifuged the samples for 10 minutes prior to loading them onto the instrument. No additional information regarding site workflow or sample handling was provided. The allegation involved 17 sample ids. All 17 samples initially tested positive with titers ranging between 1.6 log 10 cp/ml and 3.5 log 10 cp/ml. Upon repeat testing, 11 of the 17 samples generated a target not detected result, 3 of the 17 generated a less than titer minimum result, and another 3 samples generated positive results with titers between 1.4 log 10 cp/ml and 1.7 log 10 cp/ml. Of these, two samples showed differences in titer of less than 0.5 log 10 cp/ml.